Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During the functional test, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint was out of the friction lock. Further evaluation of the returned smart coil revealed a kink in the pusher assembly. This damage was incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil), non-penumbra coils, non-penumbra microcatheter and a guide catheter. During the procedure, the physician placed five coils in the target vessel using the microcatheter. Subsequently, a smart coil was stuck within the introducer sheath and would not advance out of the distal tip. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheters. There was no report of an adverse effect to the patient.